Event description:
Customer alleges drive shaft keeps popping out every few seconds. No injury alleged.

Manufacturer narrative:
Dealer states that the drive shaft keeps popping out. New drive shaft sent on a warranty order. No injury.